Manufacturer narrative:
Literature reference: doi.org/10.1016/j.ejvs.2022.04.010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding' the relationship between the global limb anatomic staging system (glass) and midterm outcomes of retrograde tibiopedal access after failure of antegrade recanalisation for chronic limb threatening ischaemia. This prospective, observational study was conducted between january 2017 and april 2019, and included 213 patients with infrainguinal cto in whom a percutaneous tibiopedal access was attempted following failed recanalization using an antegrade approach. Multiple manufacturer¿s devices were used including the medtronic devices trailblazer, pacific plus and admiral extreme. Stenting using everflex stent was reserved for flow limiting dissections or residual stenosis > 30%. Access success was obtained in 197 patients (197/213, 92.5%). The target vessel puncture was unsuccessful in 16 cases with subsequent failure of intraluminal wire delivery, and that was attributed to severe calcification at the target access site. The treatment applied after successful guidewire crossing and entrance into the proximal true lumen was standard balloon angioplasty in 116 patients (61.7%), while stenting was deemed necessary in 72 patients (38.2%). Treatment success was obtained in all cases in which wire crossing was achieved. Access site complications were reported and included vessel spasm, haematoma , thrombosis, occlusion and arteriovenous fistula. During the follow up period, 27 patients (12.7%) were lost to follow up, 63 patients (29.6%) underwent major amputation and 57 patients (26.8%) died, but the specific causes are not detailed.